Event description:
I was using at home test and getting negative results after exposure. Ended up with 103.2 fever and went to ER. Tested positive at ER, came home same day, used at home test again just to see accuracy, still getting negative result. Getting this sick could have been prevented with accurate test at home. FDA safety report ID# (B)(4).